Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed an eri (elective replacement indicator) condition. Analysis of data from the device memory revealed anomalous battery voltage measurements caused by a measurement lock up, resulting in an unclearable eri. This condition was the result of a timing anomaly internal to a pacing/sensing integrated circuit.

Event description:
It was reported that at a device follow-up, there was low impedance on both the atrial and ventricular leads. Eri (elective replacement indicator) was noted, but the device was found to function normally. The device was explanted and replaced. At the time of device explant, the leads were connected to the new device, with normal impedance. The leads remain in use with the new device. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary analysis revealed an eri (elective replacement indicator) condition. Analysis of data from the device memory revealed anomalous battery voltage measurements caused by a measurement lock up, resulting in an unclearable eri. This condition was the result of a timing anomaly internal to a pacing/sensing integrated circuit.